Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation with an attached restorative crown. Visual inspection of the as returned product identified wear and debris about the implant threads and collar. The product matched print specifications where measured against drawing pd-tsvb10 rev l (digital caliper; cal 3736; oct 23, 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 and used for approximately 5 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 62745765. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62745765) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (pain) or product (tsvb10). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. The most likely cause for the event is patient parafunction over the course of 5 years. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
The clinician indicated that the patient was experiencing pain at tooth site #4. The doctor removed the implant and bone grafted the site for a future implantation.